Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the metal part of the sensor was missing. The customer¿s blood glucose level was 99 mg/dl at the time of the incident. Customer declined troubleshooting. The sensor will be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The supplemental report was created to correct that the sensor did not break in the body.

Manufacturer narrative:
Inspected one opened and used sensor and found sensor with broken electrode. Unable to confirm customer received sensor in said condition due to customer returned opened and used.